Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure for (B)(4) a 0.025¿ wireguide as also used with the replacement stent to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 11-oct-2024.

Manufacturer narrative:
Device evaluation: the 01x zebd-7-3 device of unknown lot number involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. This complaint was initiated to capture: ¿user error of incorrect sized wireguide¿ the following were also raised in response to information received in this complaint: ¿ 430055 / MDR ref#3001845648-2024-00364 ¿ ¿impossible to introduce the wire guide¿ the device related to this occurrence underwent a laboratory evaluation on the 12 jun 2024 as part of the parent complaint pr(B)(4). Refer ¿returned product ¿ notes¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: ¿ stent returned. ¿ pigtail straightener and introducer not returned. ¿ kinks observed on the 2nd, 3rd and 5th portholes of the tapered end on the pigtail curl. Functional inspection: ¿ 0.035 inch wire guide does not pass the kinks. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use/product label. It should be noted that the product label details that a 0.035¿ wire guide must be used with the zebd-7-3 device. From the customer testimony in pr 430055, it is known that a 0.025-inch wire guide was used. The use of a 0.025¿ wire guide with the initial device will be captured in pr 430055 / MDR ref#3001845648-2024-00364. The use of the incorrect wire guide with the replacement device will be captured in this complaint (pr 432806). User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was identified from the available information. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to use error and a 0.025-inch wire guide being used in practice. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used devices. Corrective action/correction: a CAPA has been opened to addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.